Event description:
Customer reported that the insulin pump went into threshold suspend with a blood glucose level of 162 mg/dl and a sensor glucose level of 40 mg/dl. Blood glucose level at the time of the call was 107 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.